Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump displayed an error message indicating ¿cassette not attached ¿ reattach pump.¿ unable to confirm the complaint due to the device not being returned. Based on the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. A service history was unable to be performed as the serial number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed an error message indicating ¿cassette not attached reattach pump.¿ the reporting pharmacist advised the patient to check for any tubing protruding from the pump that might be obstructing the cassette sensor; however, the patient and spouse denied observing any tubing interfering with the sensor. The patient also attempted to clean the pump sensor but continued to receive the same error message. The patient indicated that they would prepare a new medication mix using a new cassette and attempt to reattach it to the pump. This was a continuous infusion. The patient had access to a backup device and was able to successfully continue the infusion therapy. There was patient involvement, but no patient harm.